Manufacturer narrative:
(B)(6). (B)(4). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2016, intra-op, driver could not apply torque properly which caused middle screw to strip. Driver stripped the screw before it limited the torque. Product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: functional evaluation with sample crosslink was able to achieve torque limit (3 separate "clicks") without deformation or stripping of associated hex. The instrument appears to be capable of performing its intended function. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.